Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a motor error alarm on the insulin pump the other day. Customer is in the hospital now with diabetic ketoacidosis. When she went from the drip to the pump, her blood glucose skyrocketed from 121 mg/dl to 400 mg/dl. Customer's blood glucose was 251 mg/dl at the time of the incident. Customer's current blood glucose is 210 mg/dl. Customer stated that by the time she got to the emergency room, her blood glucose was over 600 mg/dl. Customer had manual injections before but she is in the hospital now. Customer was hospitalized on 06/29/16. Customer had a tachycardia episode leading up to the hospitalization. Customer was admitted due to diabetic ketoacidosis and was wearing the pump at the time. Customer was advised to do a complete set change. Customer declined to perform the high pressure test. Customer also reported a no delivery alarm. Troubleshooting was performed and pump was working as designed.